Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to tibial tray loosening at the cement to implant interface, arthrofibrosis, and decreased range of motion. Depuy cement was used during the primary operation. Ad 18 jun 2021: litigation record received. Litigation record alleges severe and persistent pain, discomfort, instability, popping and clicking of device, difficulty ambulating, loss of mobility, loss of range of motion, mental anguish, loosening and migration of the tibial component. Doi: (B)(6) 2014, dor: (B)(6) 2018, left knee.